Event description:
The customer stated that she was hospitalized with a blood glucose reading of 383 mg/dl. The customer also stated that the insulin pump alarmed motor error. Troubleshooting was performed. The insulin pump alarmed motor error during the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.